Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 330 mg/dl, at the time of hospitalization. Customer was treat with intravenous insulin. Customer reported that they waken up with blood glucose level was over 400 mg/dl. Customer was vomiting. The drive support cap was normal. Customer declined to test the insulin pump. Customer was advised to change the entire set, reservoir and insulin pump. The insulin pump will not be returned for analysis.